Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine (concentration and dose not provided by the reporter) via an implanted pump. The indication for use was non-malignant pain and lumbar radiculopathy. The patient's medical history included 10 fusions on her back and back problems which was what the pump was implanted to treat. On (B)(6) 2015 it was reported that the pump had moved. It moved because the patient had lost a lot of weight. She had lost weight in general not due to any medical reason. The patient thought that this had happened in 2011. It was revised then and she did okay. The specific cause of the pump movement was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.